Event description:
Baxter reports a leak in a uv flash transfer set that allegedly occurred some time in 2003. Affiliate reports no pt injury or medical intervention as a result of this incident and has no further info regarding this event.